Manufacturer narrative:
Reported event: an event regarding revision due to pain involving a rejuvenate modular device was reported. The event was confirmed.   Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is experiencing pain since the surgery. Update 17/february/2021: as reported by rep: "performed a hip revision on a patient with a rejuvenate hip stem."